Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor (gold). Unable to confirm compromised force sensor alarm due to motor error alarm. Pump passed displacement test, self-test, and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and severely scratched display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 57 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 57 mg/dl. The customer believes the low blood glucose is due to the physical activities.